Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the necessary air removal steps. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.